Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged anvil, damaged joint cover the analysis results found that one device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, the device could not be fired because the firing trigger could not be grasped at the 2nd stroke of the 5th firing. The device was released with the manual knife reverse switch. No unexpected noise was heard. The device did not clamp something hard such as a clip. Another device was used to complete the case. There were no adverse consequences to the patient.